Event description:
It was reported that, during the implant attempt, the lead was very difficult to get across the tricuspid valve. The physician manipulated rotation of the lead extensively in an attempt to get into the right ventricle. At some point, the helix became extended and then bent during attempt to cross the valve. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4). The lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant.